Event description:
Caller states that when the syringe needles were opened for the first time, a couple of drops of a clear fluid came out when the plunger was drawn back to injecting air into the vial. This happened with 3 of the needles from this lot. Use 3 times a day.